Manufacturer narrative:
Corrected data: the initial submission inadvertently reported data in the patient sections a2 and a3. The fields should have stated unknown. This current report captures the corrected information below. Section a2. Age/date of birth: unknown/not provided section a3. Gender: unknown/not provided all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the intraocular lens had the injector cracked. It was noted when inserting. During the same procedure, another j&j lens with the same model and diopter was implanted. The patient¿s outcome is unknown. No injury or medical intervention was required. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: email not provided section h3: the device was received and is pending investigation at the time of this report. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the investigation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 05,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it presented with the plunger rod fully advanced. Viscoelastic residue was distributed through the entire length of the cartridge. The cartridge presented with a crack/damage in the tube of the cartridge with the damage extending to the cartridge tip. The lens module was inspected, presenting with no viscoelastic residue or damage. Device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.